Manufacturer narrative:
According to the facility on (B)(6) 2023 the catheter balloon burst requiring the facility to place an additional catheter. Per the facility the patient was not harmed during the incident. No additional information is available at this time. A sample was returned, however, a definitive root cause could not be determined. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 the catheter balloon burst requiring the facility to place an additional catheter.